Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the detachable needle off the bd integra¿ syringe and the moderna covid vaccine leaked out. As a result, the patient had their immunization delayed by one day. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the past 2 days I¿ve had major syringe malfunctions, your bd integra syringe, ref 305271, 3ml 23g x 1inch, lot 9112886. Yesterday, after drawing up a moderna covid shot, the needle fell off the syringe and the dose was lost. I habitually twist the luerlok to ensure tightness, before drawing a shot, which makes the syringe failure that much more distressing. Today, a syringe failed while injecting a patient, contents squirting out around the luerlok and running down the patient¿s arm. Obviously, the immunization had to be repeated. So, 2 major failures, one lot#. One patient had her immunization delayed 1 day. One patient had to be jabbed twice."

Event description:
It was reported that the detachable needle off the bd integra¿ syringe and the moderna covid vaccine leaked out. As a result, the patient had their immunization delayed by one day. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the past 2 days I¿ve had major syringe malfunctions, your bd integra syringe, ref (B)(4), 3ml 23g x 1inch, lot 9112886. Yesterday, after drawing up a moderna covid shot, the needle fell off the syringe and the dose was lost. I habitually twist the luerlok to ensure tightness, before drawing a shot, which makes the syringe failure that much more distressing. Today, a syringe failed while injecting a patient, contents squirting out around the luerlok and running down the patient¿s arm. Obviously, the immunization had to be repeated. So, 2 major failures, one lot#. One patient had her immunization delayed 1 day. One patient had to be jabbed twice."

Manufacturer narrative:
H6: investigation: 37 of sealed packaged syringe were received, confirmed to be from batch 9112885 (p/n 305271). The samples were visually evaluated. No damage or deformities were observed in the syringes¿ luer thread, luer collar, or needle hubs. All of the sealed samples were tested for needle retraction force per procedure. Three out of 37 syringes had retraction forces slightly above the specification, while 34 syringes were within target range. No defects that could contribute to leakage were found in the returned samples. It is unclear what the ¿needle fell off¿ defect was. It is possible the cannula of the needle retracted before reaching the zero line. However, testing did not show low activation forces. Therefore, the defect could not be confirmed and root cause is undetermined. Since the reported defects could not be confirmed, corrective actions are not necessary.a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.